Manufacturer narrative:
Concomitant medical products: product ID: 37651, serial#: (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for unknown indications for use. It was reported that when charging the ins, the device shows only 25% is charged no matter how long they charge for. It was noted the charging bars move, but the figure stays on 25%. Changing the batteries of the programmer did not resolve the issue. No patient symptoms/complications were reported as a result of the event.